Event description:
It was reported that at implant, the pulse generator had unacceptable impedance and threshold. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis confirmed the complaint. It revealed that there was an amount of medical adhesive in the set screw that prevented the wrench from setting properly in the screw. This caused the screw to strip as torque was applied. Preventing the set screw from tightening properly.